Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 25) occurred after removing the cartridge without going through the proper cartridge change procedure. It was also reported that the pump requested a minimum of 50 units during the load process. The customer reported an elevated blood glucose (bg) level of 300 (mg/dl). A manual injection was delivered to address bg levels. The customer reported that they possibly delivered too much insulin and subsequently went to the emergency room due to a low bg level; however, no specific bg value was provided. The customer was treated with food and released.